Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 336511-03.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
Additional information indicates the load was released since the chemical indicators of the accompanying biological indicator and peel pouches changed correctly. (B)(4). Asp investigation summary: the investigation included a review of certificate of conformance, concomitant product evaluation, trending of lot number, and failure mode and effects analysis (fmea). ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from six months prior to pi open date (11/13/2015 to 05/11/2016) and trending was not exceeded. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The product was not returned; therefore, no visual analysis was performed to confirm the event. Attempts to retrieve additional information from the customer on the event were made. However, the customer indicated that they believe the issue to be use error related and did not provide additional information for the investigation of this event. Details on the nature of the user error was not provided by the customer. Information on the concomitant device was not provided by the customer. A definitive assignable cause for the chemical indicator issue could not be ascertained in this case with the information available. The issue will continue to be tracked and trended.